Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided pcn percutaneous drainage catheter placement procedure using navarre opti drain. Post the procedure, the sure-loktm thread was allegedly digression. The procedure was completed using another device. There were no reported patient injuries.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a partial view of the drainage catheter in which the clinician is seen to be holding the thread which is protruding from the indent area. The thread is noted to be tangled and has come out. Therefore, the investigation is confirmed for reported break and material separation for this device. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound guided percutaneous drainage catheter placement procedure using navarre drainage catheter. On (B)(6) 2025, after the procedure, it was reported that the sure-loktm thread was allegedly digressioned. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provides by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.